Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, infection, pseudoaneurysm, fistula, hematoma, ischemia, thrombosis and occlusion, and the relationship to the product, if any, cannot be determined. The patient effects of hemorrhage, infection, pseudoaneurysm, fistula, hematoma, ischemia, thrombosis and occlusion are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. A definitive cause for the reported failure to achieve hemostasis could not be determined. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: for MDR purposes, the date of event will be estimated as (B)(6) 2018 as it stated in the article that the study ran from december 2018 to december 2021. D4- the UDI is not known as the part and lot number were not provided h6- medical device problem code 1494 clarifier: indication for use a separate medwatch report with manufacturer's reference number (B)(4) will be filed for the specific patient identified in the study. Literature attachment: article title: ¿clinical outcomes following transcatheter mitral valve-in-valve replacement using a meril myval transcatheter heart valve"

Event description:
The study described in the article compared the decannulation outcomes between those who underwent decannulation using perclose proglide devices and those who underwent surgical repair. The pre-close and post close techniques were used. In the cases when the pre-close technique was used, two proglide devices were used to ensure maximum hemostasis. The puncture site was located using digital subtraction angiography and ultrasound. Manual compression was applied for no more than 10 minutes to control any oozing that continued. In the case when the post close technique was used, the first proglide device was inserted along the guidewire for knot deployment. Another device(s) was deployed if needed. The arterial sheath size for the study group were 15f and 17f. Technical success using the proglide devices was found in all patients and most achieved well healed wounds [no infection]. The patients in both groups had a similar rate of occurrence of vascular related complications. Vascular related complications in both groups included acute lower limb ischemia (thrombosis and stenosis), major bleeding, severe hematoma, pseudoaneurysm, and arteriovenous fistula. However, the incidence of groin infection and delayed healing was significantly higher in the surgical removal group as compared to the group that underwent decannulation using perclose proglide devices. It was further concluded that the perclose proglide device is a safe option for decannulation as it simplifies the decannulation process, significantly lower transfusion rate, shortens the hospitalization duration, and lowers the potential risk of groin infection and delayed wound healing. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical outcomes following transcatheter mitral valve-in-valve replacement using a meril myval transcatheter heart valve"